Event description:
Back of clip rack was falling out as scrub tech was trying to load the clip onto the applier preventing the clip from being able to be loaded. It was also noted the the clips were sideways in the clip rack.